Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("acute pelvic inflammatory disease") and device dislocation ("patency of the right-sided fallopian tube, right-sided fallopian tube has an abnormal configuration which does not follow the course of opacified fallopian tube") in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia (essure insertion procedure) on (B)(6) 2015. Before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month 23 days after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with abdominal pain lower, pyrexia, nausea, vomiting, abdominal distension, dyschezia, back pain, dysuria and pelvic fluid collection. On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced amenorrhoea ("amenorrhea") and myalgia ("muscle aches"). On (B)(6) 2016, the patient experienced headache ("severe headaches") and hyperhidrosis ("intense sweating"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), abdominal distension ("bloating "), dyspareunia ("dyspareunia"), rash ("skin rashes"), weight increased ("weight gain"), arthralgia ("joint pain"), depression ("depression"), fatigue ("fatigue") and migraine ("migraine headaches"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, pelvic pain, menorrhagia, abdominal pain, abdominal distension, dyspareunia, amenorrhoea, rash, headache, weight increased, arthralgia, depression, fatigue, migraine, myalgia and hyperhidrosis had not resolved. The reporter considered abdominal distension, abdominal pain, amenorrhoea, arthralgia, depression, device dislocation, dyspareunia, fatigue, headache, hyperhidrosis, menorrhagia, migraine, myalgia, pelvic inflammatory disease, pelvic pain, rash and weight increased to be related to essure. The reporter commented: essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: presence of an intrauterine hysterosalpingogram - on (B)(6) 2015: patency of the right-sided fallopian tube ultrasound scan - on an unknown date: abnormal amount free fluid pelvis on (B)(6) 2015 hysterosalpingogram: occlusion of the left-sided fallopian tube, and patency of the right-sided fallopian tube. Device in the right-sided fallopian tube has an abnormal configuration which does not follow the course of the opacified fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.